Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagogastric fundic varices during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the trip wire was knotted and failed to deploy the band. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was partially rolled in the handle assembly and the tripwire was secured in the handle. It was kinked/bent in several locations at proximal section. The ligator head was returned with all the bands present and the bands were moved out of their original positions, some were caught under other bands, indicating that the device failed to deploy the bands. Some of the ligator teeth were damaged. Additionally, the suture was broken, the broken end was not returned with the device, and it was likely broken to separate the device from the scope. The suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. The reported event of failure to deploy was confirmed. The ligator teeth were found damaged. This was likely caused by interaction with the endoscope or other devices and this can lead to additional tension on the suture and improper deployment of the bands. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was used for esophagogastric fundic varices. The IFU states, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction".

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagogastric fundic varices during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the trip wire was knotted and failed to deploy the band. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.